Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while attached to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Initial MFR 0003015876-2021-00123, section h11 states: physio replaced the device's battery to battery pin wire harness to resolve the reported issue. Physio further evaluated the customer's device and found that the batteries in use at the time of the reported event were outside the recommended 2 year replacement period. Physio replaced the device's battery wire harness, kepnuts, and battery pins as a precaution. No root cause was conclusively determined.

Manufacturer narrative:
Initial MFR 0003015876-2021-00123, section h11 states: physio replaced the device's battery to battery pin wire harness to resolve the reported issue. Physio further evaluated the customer's device and found that the batteries in use at the time of the reported event were outside the recommended 2 year replacement period. Physio replaced the device's battery wire harness, kepnuts, and battery pins as a precaution. No root cause was conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while attached to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue but could not duplicate the reported issue. Physio replaced the device's battery to battery pin wire harness to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down while attached to a patient. There was no patient involvement reported with the event.